Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was not heating up to the right temperature. There was unknown patient involvement.

Manufacturer narrative:
D9: product received date 10/8/2024. H3/h6: one device was returned for analysis of complaint of ¿not heating up to the right temperature¿. Service history review identified the complaint was not related to a previous service of the device within the review period. Tested device by powering on device. The device failed the test, confirming the complaint. Probable cause was defective pump assembly. The pump assembly was replaced to correct the problem.